Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to use stress, external factors and handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation and inspection has confirmed the customer reported issue of "internal water leakage, switch 1, 3 and 4 does not work". Device evaluation and inspection, service repair noted operation unit ,main unit water ingress (liquid leakage) observed. Electrical connector water ingress (liquid leakage) observed and scope connector water ingress (liquid leakage) observed. Switch 1, switch 3 and switch 4 malfunctioned (switch malfunction reproduced). In addition, peeling of the adhesive of the objective lens was observed. Furthermore, the following findings during device evaluation were noted : forceps raising lever air leak noted. Angle play/insufficient angle observed. Nozzle poor drainage observed. Grip cover flooded and connector contact corroded. Operation cover flooded. Objective lens adhesive part cloudy. Lighting lens adhesive part cloudy. (Curved rubber)- a rubber elongation noted. A rubber adhesive chipped. A rubber bond crack. A rubber bond cloudy. Flexible pipe buckling, flexible tube scratches, flexible tube wrinkles noted. Lg tube wrinkles (bending part) noted. Image noise observed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Repair request was sent reported with an issue of "internal water leakage, switch 1, switch 3 and switch 4 does not work". The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. No user injury reported. Device return evaluation found peeling of the adhesive of the objective lens. This report is being submitted for peeling of the adhesive of the objective lens found on device evaluation.